Event description:
The facility's service engineer reported an infusion pump that "timed off while infusing pt". The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.